Event description:
May cause health issues if I cannot get the tampon out-vagina [foreign body in reproductive tract]. There is no string to retrieve tampon [device breakage]. Consumer reported via email that there was no string to retrieve the tampon. No serious injury was reported. There is insufficient information to perform a product investigation.